Manufacturer narrative:
The device has not been returned/received. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle did not deploy. Pod was not worn. No adverse patient impact was reported.

Manufacturer narrative:
The pod was received not deployed. The download data from the pod showed that the pod was received in pod state 14, indicating that the pod did not complete the activation process after being filled. Inspection found no issues that would prevent the pod from completing the activation process and deploying as intended.